Event description:
During a rotator cuff repair, when using ultrabraid to repair primary rotator cuff tear, the needle struggled to go through device and tip of needle broke off. It was reported that the shoulder was rinsed and upon inspection, broken piece could not be observed anymore. There was a backup device was available to complete the case. The procedure was successfully completed with a one minute procedural delay. It was reported that just the tip of the needle had broken off. There are no computerized tomography CT/ magnetic resonance imaging MRI/x-ray images available for the file. There was no reported patient injury or surgical complication.

Manufacturer narrative:
(B)(6). One suture shuttle needle was returned for evaluation. Visual assessment of the needle confirmed the reported complaint of breakage. The distal tip has broken off at the suture pick-up slot. The remaining portion of the needle was inspected dimensionally and found to meet print requirements. Due to these observations no root cause related to the manufacturing process can be established. (B)(4).